Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3889-28, lot # v094228, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
On(B)(6) 2009, it was reported that the neurostimulator was for urinary control. The patient reported that they have a neurostimulator that was not working at the present time. The patient needs to knowhow long the implanted battery was guaranteed. While stimulation was turned on, the patient reports device "was not working." On (B)(6) 2009, the patient called in and reported ins (stimulator) had been turned off accidentally which caused a return of symptoms. Turning ins back on had resolved the issue. Additional information received from family/friend reports the device never worked. Symptoms reported were device never worked as it should have. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation.